Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damage to the door latch rollers is unknown. To correct the condition, the door latch rollers were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental MDR will be sent.

Event description:
During product servicing by a service technician, a flo-gard infusion pump was found to have damaged door latch rollers. No additional information is available.